Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -9.50 diopter was implanted upside down into the patient's left eye (os) on (B)(6) 2024. The lens was intraoperatively implanted, removed, and replaced for a same size lens. The device was reported as the cause of the event. The problem was resolved.

Manufacturer narrative:
H3: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue claim# (B)(4).